Event description:
Report received of a tubing leak at the filter. The customer reports that the pt was receiving a continuous taxol infusion via an aim plus pump. Reportedly, the pt awoke to find an unspecified amount of fluid had leaked from the air elimination hole of the filter onto pillow and bed. It was assumed by the customer that the pt had skin contact with the fluid. There was no reported injury to the pt and no treatment was provided. The remainder of the infusion was discarded since the therapy was near completion. There was no report of any adverse pt sequelae. Though requested, no additional info was provided.